Event description:
According to the reporter, while testing the device, it would not charge when the charge button is pressed and observed that the therapy connector was broken. There was no patient associated with the report.

Manufacturer narrative:
Physio-control offered to service the device and supplied parts information for a therapy connector repair kit. The customer has not responded to the offer of service.